Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 6 events for the failure: detachment of device or device component. - 4 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 6 events were reported for this quarter. Product return status 6 devices were received. Evaluation findings (results/components) 6 devices: wear problem / bearings product disposition 6 devices: scrapped by stryker additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.